Event description:
It was reported that balloon rupture occurred. The arteriovenous fistula poorly functioned, and the most stenosed part of the cephalic vein was 1.3mm. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced to the lesion along with the guidewire. The pressure pump was connected, and the balloon was pressurized to 20 atmospheres and dilation was smooth and completed. Subsequently, the negative pressure was pulled, and the position of the balloon was adjusted. The physician continued the dilation to 22 atmospheres, but when the pressure was maintained for about 15 seconds during the initial inflation, it rapidly decreased, and the balloon ruptured. The device was removed from the patient by pulling it out of the sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable. It was further reported that the target lesion was 75% stenosed and was located in a non-tortuous and non-calcified vessel.

Manufacturer narrative:
Device evaluation by manufacturer: the gladiator device was returned for analysis. A visual and tactile examination identified that the balloon was not tightly folded and was subject to positive pressure. The balloon was inflated to its rated burst pressure of 24atm with no leaks or issues noted. A visual examination of the markerbands identified no issues. A visual and tactile examination identified a shaft kink approximately 120mm distal from distal end of strain relief. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The arteriovenous fistula poorly functioned, and the most stenosed part of the cephalic vein was 1.3mm. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced to the lesion along with the guidewire. The pressure pump was connected, and the balloon was pressurized to 20 atmospheres and dilation was smooth and completed. Subsequently, the negative pressure was pulled, and the position of the balloon was adjusted. The physician continued the dilation to 22 atmospheres, but when the pressure was maintained for about 15 seconds during the initial inflation, it rapidly decreased, and the balloon ruptured. The device was removed from the patient by pulling it out of the sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable.